Event description:
During the patient call, the autopulse platform stopped compressions after 5 minutes when the fully charged autopulse li-ion battery (sn (B)(4) was used. The user placed the second battery (sn (B)(4), however, the same issue occurred again. The crew immediately revert to manual CPR. No consequences or impact to the patient. Per the reporter, the platform used during the call is functional and will not be returned for evaluation. Please see the following related MFR report: MFR # (B)(4) for the autopulse li-ion battery 1 of 2 (sn (B)(4).

Manufacturer narrative:
The reported complaint of the autopulse platform stopped compressions after the second battery (sn (B)(4) was placed was not confirmed during the functional testing and the archive data review. No physical damage was observed and four green lights were lit on incoming inspection. The battery passed charging in a known good autopulse multi-chemistry battery charger (mcc) once and was able to power the known good autopulse platform and performed compression until discharged with no issue, not confirming the customer complaint. However, during further testing, unrelated to the reported complaint, after the battery was placed back into the charger, the battery failed to charge. The status led on the charger showed red light and the status leds on the battery showed red light flashing. The root cause could not be conclusively determined through this evaluation, however, likely an electrostatic discharge (esd) followed by a battery - charger communication failure, cannot be ruled out. The archive data review showed no errors in the whole archive. The battery was last charged successfully at the zoll service facility on (B)(6) 2022, and was last used/inserted in the autopulse platform the same day. The date of the event is unknown.